Event description:
It was reported that a male appeared to have attempted to exit the bed. The pt was not considered a fall risk pt, and bed exit was not armed. The nursing staff found the pt with his chin/throat caught between the head end left side rail and the mattress, referenced as zone 4 in the hosp bed safety workgroup (hbsw) guidelines. The siderail was not in the full upright position but was lowered to the intermediate position. The foot end siderails were lowered. No medical intervention was required.